Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2084 was identified during a review of the event history log. During visual inspection the door cover was found damaged and was replaced. The power on self-test was successfully performed. One hour therapy was successfully performed. The assignable cause for the reported problem and all other conditions was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during use on the homechoice. There was no patient injury or medical intervention associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.